Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that coring of the vial stopper occurred during use with a vial-mate reconstitution device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured (B)(4) 2018 - (B)(4) 2018. The device was received for evaluation attached to a solution bag and a product vial. Visual inspection revealed particulate matter in the solution bag. The particulate matter appeared to be stopper material from the vial. Due to improper docking of the device to the vial, functional testing could not be performed. The reported condition was verified. The cause of the condition was determined to be a use error of improperly docking the vial-mate adapter to the vial. The instructions for use provided with this product provide instructions on how to properly attach the vial-mate adapter to the drug vial. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.